Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided , a3: patient sex: requested, not provided , a4: weight: requested, not provided, a5: ethnicity: requested, nnot provided, a6: race: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: cath lab manager. This report is being submitted to correct the MFR number and provide the completed investigation results. The initial MDR report for this reported event submitted on 15-jun-2023 was submitted with the incorrect MFR number of 1118880-2023-00235. The correct MFR report number for this reported event is 1118880-2023-00161. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the tr band balloon deflated on the patient prior to them leaving the room. Another tr band was placed to stop the bleeding. The estimated blood loss was less than 250cc. The patient was not injured, medical or surgical intervention was not required. The patient was in stable condition. The procedure outcome was positive. There were no other devices or equipment used with the reported product. The event occurred post-treatment. Additional information was received on (B)(6) 2023: the procedure performed was a diagnostic heart catheterization. The instructions for use (IFU) for inflating the balloon with air was followed. The tr band deflated within a few minutes.